Event description:
Boston scientific received information that the remote monitoring system issued an alert for high out of range pacing impedance measurements on the right ventricular (rv) lead and right atrial (ra) lead. Subsequently the patient was brought into the clinic where oversensing of noise leading to pacing inhibition with less than two seconds of asystole was seen on both the ra and rv channels. The patient did receive inappropriate anti-tachycardia pacing (atp) due to the noise. Subsequently the patient underwent a revision procedure where the device was explanted due to a concern over a loose header connection. The rv lead and a portion of the ra lead were also explanted due to a concern over a fracture on each lead. No additional adverse patient effects were reported.

Event description:
--

Event description:
Additional information was received that an x-ray was taken and a fracture was visable for the rv lead. The x-ray yielded inconclusive results for the ra lead. It was also noted that during the revision procedure both the ra and rv lead were tested on the pacing system analyzer (psa) which yielded the out of range measurements.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory only the proximal segment was returned with a total length of 216 mm from the terminal pin. Dried body fluid was seen through out the entire lead lumen. Visual inspection found that the conductor coils were deformed at 55 and 90 mm from the terminal pin. It was determined that this was most likely due to a grabbing tool. The conductor coils were stretched at 113 to 115 and 202 to 204 mm from the terminal pin, which was also determined to be most likely due to a grabbing tool. Only one coil was fractured at 114 mm from the terminal pin. There were also cuts at 63 to 70 and 112 mm from the terminal pin. Lead on can abrasion was seen at 73 mm from the terminal pin. The field allegation could not be confirmed with the return portion of the lead as the abrasion was on the protection sleeve and not through the lumen. The fracture was determined to be induced most likely due to a grabbing tool.